Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported due to receipt of clarifying information for the event. Per the initial report, there was suspicion of abdominal compartment syndrome and retroperitoneal bleeding requiring intervention. Additional information received confirmed that the bleeding was retroperitoneal, but it did not occur at the access side of the tavr procedure. In addition, it was confirmed by the physician that an edwards device was not involved in this adverse event. In this case, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the patient's injury. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Therefore, this event is not FDA reportable.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium, or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty, and the transcatheter aortic valve replacement (thv) procedure. A procedural or post-procedural bleed/hemorrhage without an obvious source of bleeding is a rare but potentially life-threatening complication of coronary/cardiac interventional procedures and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post-procedural period. Edwards extensively trains physicians before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the bleeding is unknown; however, patient factors not provided and/or procedural factors may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no: 2015691-2022-09928.

Event description:
As reported from our affiliates in switzerland, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 23mm sapien 3 ultra valve, the patient was converted to conventional surgery due to a left main coronary occlusion. There was suspicion of abdominal compartment syndrome (also suspicion of retroperitoneal bleeding). Additional information was received indicating the patient had a "minor" bleeding event. The patient was noted to be present with anemia, and 16 units of erythrocyte concentrate were transfused. No further details are available at this time regarding the bleeding event. The event did resolve.